Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket infection with an open wound approximately six weeks post implant. The wound was treated and antibiotic treatment was necessary. The complete implantable pulse generator (ipg) system was explanted and replaced on the opposite side. No further patient complications have been reported as a result of this event.